Event description:
The customer reported that the insulin pump alarmed motor error. The customer does not recall any significant event leading to the alarm. Customer's blood glucose was 358 mg/dl. The customer does not use sensor feature on the insulin pump. During the troubleshooting, the customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the insulin pump would be replaced and customer agreed to return the product for analysis. No further info provided.

Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. The insulin pump was unable to prime during prime and compromised force sensor system test due to faulty force sensor. The occlusion and excessive no delivered test were not performed due to prime and fill anomaly. Motor passed motor test. The insulin pump had scratched display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker.